Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 627487-2019-09293. It was reported the patient experienced ineffective stimulation. As a result surgical intervention was undertaken on (B)(6) 2019, during which the s1 lead was explanted and replaced and an additional lead was implanted. Surgical intervention addressed the issue.